Event description:
A surgeon reported that a myopic pt underwent lasik. The plan was for the pt to be -0.75 sph postoperatively, however, the actual result was +1.75. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).